Manufacturer narrative:
Event date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and low ef, no history vt/vf (scd-heft). The patient reported that almost since implant, she has noticed that when attempting to charge, controller indicates "looking for a device" for a long time ("about a minute"). The patient reported that she has to move the recharger telemetry module (rtm) all over and applies pressure for connection to be made. The patient reported when connection is made she will try to exit out of charging screen to access lock controller icon on screen, but screen does not recognize it is pressing screen. The patient confirmed during call that she had difficulty accessing lock controller and menu icons on screen but can press other parts of screen. The patient reported that when she went to unlock controller screen, screen indicated finished despite ins not being 100% charged, and did not press any other buttons. The patient reported this has happened before as well. The patient reported that she had to reset controller once before because screen froze. Information was received from a consumer in addition to a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient reported they received the new controller and recharger telemetry module (rtm) cord but they were seeing a software problem screen. The patient was instructed to have their ins checked, and a manufacturer representative (rep) later called back for instructions as to what they should be checking when they check the ins. It was reviewed that software problems should be related to external equipment, and a tablet interrogation would not show much. The rep reported that 70-80% of their newly implanted patients report these software problems. The patient later called back wanting to speak with repair as they reported they still have problems. When speaking with repair, the patient was concerned about battery capacity. Charging levels and usages were reviewed and the controller battery seemed to be performing well. An extra battery pack was sent to the patient so they could have increased capacity. No impact to the patient or their symptoms were reported.